Event description:
On an unknown date, approximately 10 years ago, this patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis for abdominal aortic aneurysm. On an unknown date, it was reported that a type ii endoleak was noted, and multiple open surgeries were performed (details unknown).